Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available..

Event description:
As reported, during a transfemoral tavr procedure, a 14fr esheath was inserted without difficulty. Some push force was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system, but 'nothing extraordinary'. When valve was at the expandable/non expandable portion of the sheath, the liner appeared to have split and the valve had a bent strut on fluoroscopy. The patient immediately became hypotensive and complained of pain. On angiogram it was evident that there was an iliac rupture. The valve was then pulled back into the sheath and the system was removed at a unit. A 16fr esheath was prepped and inserted into the right femoral artery. Two covered stents were successfully placed, and repeat angiogram appeared to have no active bleeding. The blood pressure also recovered, and the pain subsided. A transfusion of 2 units of blood was also given. A new sapien 3 ultra valve and delivery system were prepared and advanced without difficulty. The valve was successfully implanted. At end of procedure, the patient was hemodynamically stable and transferred to the stepdown unit.

Manufacturer narrative:
The sapien 3 utlra valve, commander delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection revealed the crimped valve was located on the inflation balloon's proximal shoulder and 2 inflow struts were bent. Multiple struts were exposed through the skirt, which is normal after crimping and use. The delivery system has minor flex tip gouges. Inspection post expansion of the valve revealed the frame profile was slightly distorted and canted. All of the leaflets were wrinkled, dehydrated and torn due to the storage condition (prolonged crimping) during the return handling process. Two (2) inflow struts were bent. Review of the provided procedural case imagery revealed the crimped valve had a bent strut within the sheath. The photo of the sheath showed a stain relief puncture after removal from the patient. Review of the 3mensio revealed calcification and tortuosity in the access vessel. No functional testing or dimensional analysis could be performed due to the condition of the returned device. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv and delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device and case imagery review. The lot number was not provided/confirmed for the alleged valve, therefore, reviews of the DHR and lot history were not able to be performed. However, review of manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, 'some push force was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system, but 'nothing extraordinary'. When valve was at the expandable/non expandable portion of the sheath, the liner appeared to have split and the valve had a bent strut on fluoroscopy'. The patient immediately became hypotensive, on the angiogram, it was evident that there was a vascular dissection of iliac artery which required placement of 2 covered stents, which were successful. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Per 3mensio imagery and noted, the patient's access vessel had presence of 'moderate calcification and mild tortuosity'. As these patient factors can create challenging pathway during the delivery system advancement, it can lead to high resistance and high push force. So, if excessive device manipulation to overcome the resistance during the delivery system advancement, it can lead to the valve struts to catch onto the sheath and result in damage to the valve frame. Evaluation of returned imagery and device showed to the crimped valve to have bent struts on the inflow side. With the observation of the sheath shaft being punctured with a torn liner, it is likely that additional force was applied. Additionally, the associated delivery system had minor flex tip gouges, indicating access vessel tortuosity. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. In addition, as there was no confirmed edwards defect, no corrective or preventative actions are required. However, per management discretion, a product risk assessment (pra) was previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.